Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the hydrophilic coating of several of the roadrunner uniglide hydrophilic wire guides was flaking off, appearing as white spots, powder, or fibers coming off of the wires. This report is not related to a single event, and there were no injuries or additional procedures reported.